Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d354trg device, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back since implant and exhibited a high pacing threshold. A new lv lead was attempted to be implanted to no avail and the lv lead was consequently inactivated. It was noted following the lv revision procedure, the right atrial (ra) lead began exhibiting a fluctuating pacing threshold to high values. The ra lead remains in use and there are no further actions planned at this time. No patient complications have been reported as a result of this event.